Manufacturer narrative:
Product analysis results are: the exact cause of the left renal occlusion, bifurcate ipsi limb compression leading to occlusion, bi lateral compression of the bifurcate limbs after secondary intervention, and rash developed after secondary intervention could not be conclusively determined from the films provided. Additional pre-implant films, films during index procedure, films showed the occlusion of the limbs, films during and post secondary intervention were not provided. The left renal artery occlusion may have been due to pre-implant stenosis or changes in flow dynamics around the renal arteries after implant of the stent grafts. The bifurcate ispi limb compression leading to occlusion may have been due to implanting the bifurcate with the flow divider positioned at the narrow and angulated part of the aorta.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 57 mm in diameter abdominal aortic aneurysm. It was reported that, approximately one month post index procedure, a CT revealed that the left renal artery was occluded. There was no coverage by the stent graft, it thrombosed post implant. Additionally, the left proximal iliac limb was compressed and there was thrombus present. The physician believes the stent graft changed the flow dynamics around the renal arteries. The left renal artery had stenosis during the initial implant, so the factors together likely caused the occlusion. The physician performed and intervention and implanted two 12mm intrastents. Upon reviewing with ivus both limbs of the bifurcate showed minor compression. Per the physician, the event has resolved and is satisfied with the outcome. The physician stated that the patient is doing well post-op with the exception of a slight rash. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. No eval explain code. If information is provided in the future, a supplemental report will be issued.